Event description:
It was reported that the zimmer skin graft mesher was catching and tearing the graft when moving through the mesher. Add'l clinical f/u with the hosp indicated that the skin stuck and ripped as it passed through the device. It was noted that the points on the teeth were crooked or bent. The initial graft was ruined and an add'l donor site was harvested and meshed with an alternate, available on-site, device. The process for obtaining the add'l donor site harvest and alternate device was estimated to have increased the surgical time by approx 10-15 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 20 years old. The last repair was on 03/15/2006, for an unk issue. The inspection found that the device arrived with a damaged comb. The cause of the reported complaint was a device with several damaged components, due to a lack of preventative maintenance. A review of salvaged parts showed damaged components due to excessive wear and tear. The calibration could not be checked due to the damaged comb. The cutter produced an unacceptable sample graft. A device in this condition could exhibit a number of less than acceptable results, including that of the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since 03/2006. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.